Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The unit was filled with colored water and a leak was observed at the crimp of the bladder. The assignable cause was insufficient bonding. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter sweden to report an infusor in which the device had a leak located from the reservoir into the container. The infusor was filled with fluorouracil (medicine of cytostatics). Diluent used was sodium chloride and total fill volume is 230 ml. There was no patient involvement. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.